Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the set screw was stripped and failed to be removed from the implantable cardioverter defibrillator (ICD) header. The header was drilled into and the set screw was loosened. The physician elected to explant and replace the ICD. The patient was recovering after the procedure.

Manufacturer narrative:
Correction made for section d4 and h4.

Manufacturer narrative:
Correction: the following statement should have been included in section h11. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event of loose or intermittent connection and difficult to remove setscrew was confirmed. The device was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis revealed the atrial set screw was stripped. The setscrew anomaly is consistent with torque wrench not engaging into setscrew hex cavity due improper insertion of torque wrench during procedure.